Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level as well as alleging possible insulin pump under delivery and insulin pump was not working. Customer¿s blood glucose level was 200 mg/dl to 300 mg/dl at the time of incident and current blood glucose level was 412 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was normal. Customer stated that they performed displacement test and test results was no reservoir. Customer wishes to performed high pressure test. Assisted with performing the high pressure test and the test result was delivery complete also repeated high pressure test and the test result was no alarm. Customer troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. Device powered up properly after the battery was installed. Device was also monitored for one day. No blank display noted. Device uploaded properly using care link. Device had scratched case, cracked battery tube threads and cracked reservoir tube lip.